Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. 3,000 tubes were affected. The following information was provided by the initial reporter. The customer stated: verbiage received, - "every sample on this lot are overfilling." Customer states that this started occurring within the last month, no definitive date was provided and that the quantity affected is 3,000. "